Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with cracked reservoir tube, reservoir tube window, reservoir tube lip, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error during bolus. Customer was having high blood sugar issues for the last day or so. Customer also stated blood sugar was not going down after bolus, changed set, and finally gave a manual bolus. No blood glucose reading provided. Advised the customer that the insulin pump would be replaced. No further information provided.